Event description:
Issues were reportedly encountered during arrhythmia induction attempts performed at implantation. After numerous unsuccessful attempts with several programmers, vf could eventually be induced by 30 hz burst and was successfully reduced by shock delivery.

Event description:
Issues were reportedly encountered during arrhythmia induction attempts performed at implantation. After numerous unsuccessful attempts with several programmers, vf could eventually be induced by 30 hz burst and was successfully reduced by shock delivery.